Event description:
Complainant alleged that during a shift check the autopulse® platform displayed a "system error-out of service, revert to manual CPR" message upon power up. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed, which found that the front enclosure was damaged and the shaft lock pin was worn. The returned platform was unable to undergo initial functional testing as it displayed a "system error, out of service, revert to manual CPR" message upon power up. A review of the archive was performed which showed that system error 139 (unable to hold compression position) occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. It was found that the processor pca assembly board was at fault. The processor pca assembly was replaced to remedy the reported complaint. During functional testing of the system after the processor board was replaced, the system exhibited a ua 27 (encoder fault (>3000 rmp)) fault. It was determined that the integrated encoder gearbox was defective. Upon replacement, the system underwent functional testing again and no faults or errors were observed. Review of the archive also found that on (B)(6) 2014 the platform exhibited multiple user advisories (uas) 2 (compression tracking error), 18 (max take-up revolutions exceeded) and 45 (not at "home" position after power-on/restart) messages. Per the autopulse® maintenance guide (p/n 11653-001) ua2 occurs when the autopulse® has detected a change in life-band® tension. As there were no issues identified during functional testing associated with ua2, the probable root cause of the exhibited ua2 was determined to be change in the life-band® tension. Per the autopulse® maintenance guide (p/n 11653-001) ua18 occurs when the autopulse® has detected that either the patient's chest size it too small, or that there is no patient on the platform. The root cause was determined to be no patient on the platform per review of the archive. Per the autopulse technical service guide (p/n 11377-006) ua45 is exhibited when the lifeband is not fully extended, or the encoder is not in the "home" position. As there were no issues identified during functional testing associated with ua45, the probable root cause of the exhibited ua45 was determined to be that the lifeband was not fully extended, causing the encoder to not be at the "home" position. The customer's reported complaint of the platform displaying "system error, out of service, revert to manual CPR" was confirmed through both review of the archive and initial functional testing. The root cause was determined to be a defective processor pca assembly. The processor pca assembly was replaced, remedying the system error, and allowing the platform to function as intended.

Manufacturer narrative:
Product in complaint was returned to zoll on 10/02/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.